Manufacturer narrative:
The device has been received by depuy synthes power tools. The attachment device was tested and the reported condition was duplicated. Evidence indicates this was due to usage wear over time. The reported condition was confirmed. If additional information is received, a supplemental report will be sent.

Event description:
Report received from the USA stating that during pre-testing the attachment device was "heating up." The reporter stated that there was in delay to the start of surgery as they had another identical attachment device available. There were no injuries reported. There was no additional information provided.